Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
The customer reported the display is very dim. The customer confirmed the reported failure. The unit cycles normally, brightness intensity know is up, and all the connections are okay. The customer replaced the backlight to resolve the reported issue. The display is now bright and the unit passed extended self test (est). The unit is back in service. The unit was not in use, and there was no patient or user harm reported.